Manufacturer narrative:
Qn#(B)(4). Visual inspection could not be performed as no sample was returned by the customer for investigation. The customer did return a photo for investigation. From the returned photo, it can be seen that there is moisture accumulated on the catheter extrusion. However, it cannot be seen if there are any holes or tears in the catheter that are causing this leak. A device history record review was performed on the epidural catheter with no relevant findings. A corrective action is not required at this time as the potential cause of catheter leakage could not be determined based upon the information provided and without the sample. Complaint verification testing could not be performed as no sample was returned for analysis. Therefore, the potential cause of catheter leakage could not be determined based upon the information provided and without a sample.

Event description:
The customer alleges that the catheter leaked. The alleged issue was detected during removal of the catheter. No patient injury.

Manufacturer narrative:
(B)(4). The device sample was not returned for eval at the time of this report.

Event description:
The customer alleges that the catheter leaked. The alleged issue was detected during removal of the catheter. No pt injury.